Event description:
It was reported that when the patient was placed on the ventilator, the patient had no chest rise and there were no volumes returned. The patient was removed from the ventilator with no patient harm reported.